Manufacturer narrative:
One pressurewire x, cabled was returned for analysis. The packaging coil and device label were also returned. The results of the investigation were inconclusive. Functional testing and electrical testing could not be performed due to the guidewire fracture at the transitional area between the hydrophilic coated distal tube and the coated proximal tube (shaft). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported signal loss was unable to be conclusively determined; however, abbott is continuing to monitor this issue.

Event description:
During the procedure, the device fractured inside the patient's anatomy and lost signal before equalization could be performed. The device was replaced and the procedure was completed with no adverse patient consequences.